Event description:
It was reported that a revision was performed to replace a creo screw head that was found separating from the shank post operatively. Pieces of metal were also removed from the patient. This event occurred in germany.

Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. It was reported that a revision was performed to replace a creo screw head that was found separating from the shank post operatively. Pieces of metal were also removed from the patient. The patient had an l5-s1 fixation and it was noted on x-ray and CT imaging that the head of the screw did not appear to be attached to the screw shank. The patient underwent a revision surgery and it was confirmed that the head was not attached to the shank of the screw. The parts were removed including two separate pieces of metal wear from under the screw head. No determinations could be made as to the cause of the reported issue. The following sections are been updated for this supplemental: b4; b6; e1; g6; h2; h3; h10.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device nor any imaging was available for evaluation. It was reported that a revision was performed to replace a creo screw head that was found separating from the shank post operatively. Pieces of metal were also removed from the patient. The patient had an l5-s1 fixation and it was noted on x-ray and CT imaging that the head of the screw did not appear to be attached to the screw shank. The patient underwent a revision surgery and it was confirmed that the head was not attached to the shank of the screw. The parts were removed including two separate pieces of metal wear from under the screw head. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that a revision was performed to replace a creo screw head that was found separating from the shank post operatively. Pieces of metal were also removed from the patient. This event occurred in germany.